Event description:
It was reported that the pump battery intermittently could not be charged. Customer¿s blood glucose level ranged from 80-170 mg/dl. Reportedly, the customer will continue to use the pump and contacted the healthcare provider to obtain alternate insulin therapy.